Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: separation problem. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the adhesive of the bending section cover/distal sheath was chipped. There was no patient involvement.